Event description:
It was reported that this cardiac re-synchronization therapy pacemaker (crt-p) was part of a system revision due to pocket infection. Additional information indicated that a new lead was placed via internal jugular vein and connected to explanted device as a temporary pacing system. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.